Event description:
It was reported by repair work order that the headend lift was stuck in an elevated position due to a malfunctioning lift assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion - parts on order to complete repair.